Event description:
It was reported that 6 days after a coronary drug eluting stenting treatment procedure, a subacute thrombosis occurred. The lesion being treated was located in the proximal left anterior descending artery (lad). The lesion was pre-dilated with a maverick 2.5 x 9 mm balloon. The physician deployed a taxus express2 8.8% 3.5 x 16 mm drug eluting stent at 12-18 atms. The pt was placed on plavix and asa post procedure. Two days after the procedure it was reported that the pt discontinued taking the asa and plavix. Six days after the procedure the pt returned with chest pain. A stent thrombosis was determined. The treatment was an angioplasty with an unknown size balloon. The pt's condition is reported as good.